Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 13, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that centrella med-surg (product code p7900b1spl05, serial number (B)(6)), had damaged power cord with copper wire exposed. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.